Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. Analysis found that there was damage to the transition tube of the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. The patient was receiving baclofen at an unknown dosage and concentration via an implanted pump. The indication for use was not reported. The patient was admitted to the hospital and passed away while there. The patient was not in a clinical study, the device was used with/in the patient for treatment, and it was unknown if there was any patient injury. A (B)(4) study and dye study were not performed. Further information was not provided.